Event description:
It was reported that the battery of a pump was not charging. There was no reported adverse impact to the customer's blood glucose level. No additional corrective actions were taken as the pump was no longer under warranty, and it will not be returned. No further information provided.